Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending (lad) artery. A non-bsc guidewire was advanced to cross the lesion. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but significant resistance was encountered. A non-bsc guide extension catheter was used but the synergy stent failed to cross the lesion. A buddy wire technique was performed but the synergy stent still failed to cross. When the synergy stent was removed, it was noted that the tip of the stent was found to be lifted up. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis a visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. Stent strut row 1 on distal end of stent is slightly flared. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending (lad) artery. A non-bsc guidewire was advanced to cross the lesion. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but significant resistance was encountered. A non-bsc guide extension catheter was used but the synergy stent failed to cross the lesion. A buddy wire technique was performed but the synergy stent still failed to cross. When the synergy stent was removed, it was noted that the tip of the stent was found to be lifted up. The procedure was completed with another of the same device. No patient complications were reported.